Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID neu_unknown_prog; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient had an empty pump and had a refill on 2014 (B)(6) which was "way past his refill date". Four to five days after the refill, the patient started to hear a two-tone, critical alarm from the pump every eight minutes. The patient contacted their healthcare professional (hcp) and went back to the office to have the pump checked. The patient reportedly thought that the hcp did not recalibrate the pump after the refill. It was noted that the hcp recalibrated the pump when the patient had it checked and the alarm stopped. The patient's pain level reportedly increased since the alarm and was wondering if the pump was turned off. The patient's pump was intended to infuse bupivacaine and dilaudid. Additional information was requested to better determine the cause of the alarm and the patient outcome.